Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred while a drug was being added to the device. The medication involved was fluorouracil in normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14j046 was manufactured between september 18, 2014 and september 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photographic evaluation was performed and the reported condition was verified, as physical damage was observed at the fillport. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.